Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for "cassette not attached." It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted an "cassette not attached" message. Functional tests included downstream occlusion testing. The stated problem was duplicated. It was determined that the main board was the cause. The main board was replaced. Based on the evidence, the complaint was confirmed. The root cause was determined to be the main board.